Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported elevations in pump power and resulting driveline faults; however, a specific cause for the elevated pump power could not be conclusively determined. Additionally, the reported damage to the external portion of the patient¿s driveline could not be confirmed as no photos were submitted and the product was not returned for evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. Elevations in pump power and flow were captured between (B)(6)2023 and (B)(6) 2023 with values reaching up to 9.7 watts and 12.0 liters per minute (lpm), respectively. Several driveline faults were also captured during these elevations. The power elevations appeared to cause an increase in current through the yellow wire of phase 1, which resulted in increased phase values and the activation of the driveline faults. Power values returned to baseline with a simultaneous decrease in phase values and clearing of the driveline faults. No other notable events or alarms or significant fluctuations in pump parameters were observed. The pump appeared to function as intended and operated above the low-speed limit for the duration of the file. The account also reported that the patient had rescue tape applied to his driveline but no history of known damage causing alarms before. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU and section 5 of the patient handbook address all visual/audible system alarms, including driveline fault alarms, as well as how to respond to each alarm condition. The IFU and patient handbook instruct the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Patient age was corrected from 70 to 76 years old. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had driveline fault alarms coupled with power and flow spikes on (B)(6) 2023 and (B)(6) 2023. The patient had rescue tape applied to their driveline, but has no history of known damage causing alarms before. The patient has a history of driveline faults and power spikes. The patient had a outflow graft stent placed on (B)(6) 2023 during which the patient had a low speed advisory alarm on their controller. The customer thought this was caused by pump speed being decreased to lower than the set low-speed limit. No recurrence of the low speed advisory alarm has been seen. A plan was made to take x-rays of the patient's driveline. A review of the log file revealed intermittent driveline faults on (B)(6) 23may2023 and (B)(6) 023.

Manufacturer narrative:
Related MFR # 2916596-2023-03871 outflow graft stent placement on (B)(6) 2023. History of driveline faults and power spikes. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.